Manufacturer narrative:
The reported handle was not returned to the manufacturer for evaluation; therefore, an investigation could not be carried out. It was determined that the issue was likely due to the use of an uninsulated handle with damaged gloves or gloves with degraded isolating properties.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the manhes alligator forcep used with either monopolar or bipolar handle (actual handle not confirmed by reported) was defective; not properly coated. This system is used with tube and insert. The surgeon reports that he was electrocuted by the device during surgery, which resulted in paresthesia in right hand index finger for a few days and a cutaneous burn. The surgeon has no sequelae. The device was in contact with a patient; however, no patient injury occurred. It was reported that the insert and tube of the device were tested with diateg equipment by the hospital and no defect was noted. Additional information regarding the actual handle used (monopolar/bipolar) has been requested.